Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the issue was most likely due to the fiberlife detection circuit out of calibration. The circuits design is detected if the tip is starting to overheat. This occurs if the fiber tip is damaged or dirty due to long term usage. Possible with the calibration being off, it detected an early over heated condition. Then rendered the fiber expired message.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure two fibers received an expired error message on the laser. It was noted that the issue was with the laser and not the fibers. The procedure could not be completed due to this issue. There was no patient outcome information provided.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the issue was most likely due to the fiberlife detection circuit out of calibration. The circuits design is detected if the tip is starting to overheat. This occurs if the fiber tip is damaged or dirty due to long term usage. Possible with the calibration being off, it detected an early over heated condition. Then rendered the fiber expired message. An evaluation conclusion code of device cause traced to component failure of the device was assigned to this investigation. The xps resonator (s/n#: (B)(4) was analyzed by the manufacture on february 15, 2019 and noted that the box in which the resonator was returned was received undamaged; the resonator was returned in over all good physical condition. The resonator was repaired on february 20, 2019 and it was noted that a new fiber coupler pcb was installed. The desiccant packs and water fittings were replaced as part of the preventative maintenance. The resonator was realigned and completed a new test report.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure two fibers received an expired error message on the laser. It was noted that the issue was with the laser and not the fibers. The procedure could not be completed due to this issue. There was no patient outcome information provided.